Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that pressure sensor, cracked handles, rear case, iui(inter-unit-interface) bracket and barrel clamp were replaced. Based on the findings, service determined that the reported issue was due to electrical failure of the pressure sensor assembly. Device history record a review of the device history record showed the device had a manufacture date of 21jan2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported broken/damaged. Unit has faulty pressure sensor, but screw holding board inside is stripped, unable to replace without drilling. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported broken/damaged. Unit has faulty pressure sensor, but screw holding board inside is stripped, unable to replace without drilling. There was no patient involvement.